Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable. The customer received a replacement device. The root cause of the reported issue is determined to be isolated to the hlc which is permanently damaged, caused by absence of a correctly homed chargepak.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.